Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information: h6, h3, d9 a manufacturing record evaluation was performed for the finished device number, and no non- conformances were identified. H3 investigation summary: the product was returned to ethicon for evaluation. One winding former with a needle and one empty foil that pertains to product code vcp602h. During the visual inspection of the sample, the swage and attachment area did not meet expectations. Since, the hit of the stake was higher than usual, causing that hit of the stake came across with the solid part of the needle. This condition likely caused the suture to be separated from the needle. In addition, the suture was not returned for evaluation. Based on the information currently available, an incorrect swage defect was identified during the investigation of the sample received. This product issue will be addressed through the ethicon quality system.

Manufacturer narrative:
Product complaint#: (B)(4). Date sent to the FDA: 10/8/2025. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information was requested; the following was obtained: when was the needles detached/pulled off from the suture (in the package, during removal from package, during handling prior to use on patient or during use on the patient)? Please specify. During use on the patient. Can you identify the lot number of the product involved? 108lax. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that a patient underwent a laparoscopic appendectomy procedure on (B)(6) 2025 and suture was used. It was reported that total 2 products occurred needle pull off issue happened in surgery. Changed another one to complete the surgery. There were no patient consequences reported. Additional information was requested.